Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's stimulation had been reprogrammed several times but stimulation could not seem to be programmed in a way that did not go into her ribs and abdomen. Additionally, the patient stated that she had fallen several times and the she thought the issue was with the paddle. It was noted that the healthcare provider (hcp) had taken x-rays and did not see anything wrong. It was noted that the patient's next appointment with the doctor was on (B)(6) 2016.

Event description:
Additional information received from the patient on (B)(4) 2016 reported that the manufacturer's representative (rep) was at the patient's appointment on the day of this report to held the doctor see what was happening when she tried to program the patient's stimulator. They agreed to try a new paddle/leads to see if they could get better results with programming. It was noted that the patient's falls were a result of spinal cord damage and the stimulator. The patient was hoping for a replacement paddle surgery by (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.